Event description:
Received information regarding a cartridge alarm (cartridge alarm 5) during the load process. Customer's blood glucose level was not impacted. Reportedly, the alarm occurred after the pump was dropped on the floor.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.